Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the pump squeezed but cylinders would not deflate. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the pump activation issue could affect the functionality of the device. Product analysis confirmed a device issue. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies; no leaks were found. Both cylinders passed leak and pressure tests performed. The spherical reservoir was inspected and tested. The reservoir has worn at a fold in the shell, but the analysis was unable to identify any malfunction. The pump was examined using a microscope and the pump kink resisting tubing (krt) was fatigue and worn down to the filament. The pump was functionally tested and out of specification for the activation test requiring more force to activate than the specified per the manufacturer. Product analysis concluded these activation issues could affect the functionality of the device as the reported deflation issue and mechanical issue. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists altered therapeutic response as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the pump squeezed but cylinders would not deflate. There were no patient complications.